Manufacturer narrative:
All available information was investigated and the reported leak was confirmed and identified that the skive area to be torn via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be due to the torn at the skive area. The torn appears to be due to the user over tightening the fastener and then applying high amounts of torque to the sgc while the fastener was tightened. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. Two clips were inserted and successfully implanted, reducing mr to a grade of <1. However, during the removal of a steerable guide catheter (sgc), fluid was observed to be leaking where the shaft meets the handle. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.